Manufacturer narrative:
(B)(4). Non covidien service provider replaced the pump and manifold assy.

Event description:
It was reported that during patient use the ht70 ventilator positive end-expiratory pressure (peep) was lower (3 or 4) than the set value (6). The patient was removed transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One ht70 pump, part number: gr-pmp3250a / lot number: gr-pmp-1115-157, returned under complaint of pressure out of spec at peep. The pump was attached to a known good ht70 test stand and allowed to cycle under standard settings overnight. During testing the peep was reset from 0 to 15. At all peep settings the unit read exactly where the unit was set. Volume, flow and respiratory rate were adjusted above standard settings to investigate effect on peep; peep continues to read normally during those high settings. Visual inspection of the pump shows no damage. No other info, including customer settings, provided from customer per notes.